Event description:
During surgical revision of a lower blepharoplasty the arcing occurred causing burns to the pt around the eye area where surgical revision was being performed. Dr proceeded to remove burned tissue. Expects that scar will be larger than anticipated. Unit was set at coag 1 when arcing occurred.